Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. All system parameters (including quality control (qc), calibration and system check) were within assay and instrument specifications. No hardware or system issues were identified as contributing to this event. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result on their access 2 immunoassay system (serial number (B)(4)) for one (1) patient. The customer repeated the sample two (2) times on the same access 2 immunoassay system and obtained lower results, within the customer's normal reference range. There was report of patient injury or change in patient treatment associated with this event, as the patient was admitted to the telemetry unit. All system parameters (including quality control, calibration and system check) were within assay/instrument specifications. The patient samples were collected in lithium heparin gelled plasma tubes and centrifuged at 5000 revolutions per minute (rpm) for ten (10) minutes. Sample integrity information was not provided.